Event description:
It was reported that a pacemaker dependent patient with complete heart block presented in clinic for follow up on (B)(6) 2017. Upon interrogation the pacemaker exhibited diagnostic anomaly. The patient experienced feeling of tiredness. The device was explanted and replaced on (B)(6) 2017. The patient was in a stable condition post procedure.

Manufacturer narrative:
The reported field event of eri, longevity data anomaly and loss of sensor driven rate was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Correction: the return date was not included in the previous report.